Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir and the tubing had air bubbles. The customer's blood glucose level was unknown. The customer reported that the size of the air bubble was very small. The customer performed high pressure test and no leaks were detected. The device will not be returned for analysis.